Manufacturer narrative:
No revision surgery has been reported. Reportability decision will be updated and a supplemental report will be provided upon receiving additional information.

Event description:
It is reported that plif was done for lumbar canal stenosis. When the cage was inserted with inserter, half of the cage protruded forward through the anterior cruciate ligament. Although the inserter was retrieved to pull back the cage, the cage came off from the inserter. After that, it was not able to be removed and the operation was finished. Bone fusion is not confirmed. The doctor is planning to remove the cage if the cage has completely fallen forward. No revision surgery is reported.

Manufacturer narrative:
Per reported event and correspondence with the sales rep, the cage protruded forward and disengaged from the inserter when the surgeon was trying to pull back the cage. The deformation of the inserter tip indicates that the device deformed as the result of an applied impaction force and due to the tip deformation, the cage disengaged from the inserter upon insertion. The root cause of the reported event could not be determined conclusively.

Event description:
It is reported that plif was done for lumbar canal stenosis. When the cage was inserted with inserter, half of the cage protruded forward through the anterior cruciate ligament. Although the inserter was retrieved to pull back the cage, the cage came off from the inserter. After that, it was not able to be removed and the operation was finished. Bone fusion is not confirmed. The doctor is planning to remove the cage if the cage has completely fallen forward. No revision surgery is reported.